Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please correct this report 2017865-2014-10721, the same issue was reported as 2017865-2014-00122.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor exhibited backup vvi. A device software was unsuccessfull. The device remained implanted.